Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the confirmation was received from the site that no perforation or dissection occurred.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10112. (B)(4) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2017, clinical assessment identified the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was located in the mid left anterior descending (lad) artery with 60% stenosis and was 26mm long with a reference vessel diameter of 2.50 mm. The target lesion #1 was treated with direct placement of a 2.50x32mm synergy ii study stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was located in the first diagonal artery with 90% stenosis and was 10mm long with a reference vessel diameter of 2.25mm.. The target lesion #2 was treated with direct placement of a 2.25x12mm synergy ii study stent. Following post-dilatation, residual stenosis was 0%. A vessel perforation was noted. The target lesion #3 was located in the proximal lad with 60% stenosis and was 14mm long with a reference vessel diameter of 3.0 mm. The target lesion #3 was treated with direct placement of a 3.00x16mm synergy ii study stent. Following post-dilatation, residual stenosis was 0%. A grade 'a' dissection was noted and intervention was required. On the same day, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel).